Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was implanted without issue utilizing a small flexnav delivery system. Heparin was administered and activated clotting time was in a normal range. Five days post procedure, the patient was admitted with stroke. A CT scan was performed and the navitor valve was observed to be thrombosed. Oral medication was administered to dissolve the thrombus. The patient was reported to be stable and recovering well. There was no permanent injury or disability due to the stroke. In the physician's opinion, the stroke was related to the thrombosed navitor.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction (thrombus), stroke, thrombus, and embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott sr. Field clinical & education specialist, tavi. Based on all available information, the reported stroke and embolism appear to be related to the thrombus. However, causes for the reported patient device interaction (thrombus) and thrombus could not be conclusively determined. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.